Event description:
It was reported that shortly after implant, this right atrial (ra) lead was discovered to have dislodged. A lead revision was performed, and the ra lead was successfully repositioned. No additional adverse patient effects were reported. The ra lead remains in service.